Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician reported that the screw of the atrial channel was extended within the connection port upon reception. Reportedly, the physician retracted the set-screw, and the subject device was subsequently implanted.